Manufacturer narrative:
A1-a6: not provided. B3: date of events: not provided. D4: lot number and expiration date: not available. H4: manufacture date: not available. H10: product samples were not returned to 3m for analysis, and the lot number provided was not valid. Without samples, it is not possible to perform any tests to determine if the devices met specifications. Without additional information, it is not possible to determine the exact root cause of the alleged injuries or whether the 3m¿ ioban¿ 2 antimicrobial incise drapes were the root cause. The product instructions for use (IFU) states the drape should be applied without tension. To remove drape, gently peel back drape at 180-degree angle from the skin. During the removal process hold onto the film with the thumb and hand as close as possible to the junction of skin and adhesive film. This prevents severe stretching.

Event description:
A hospital reported two patients allegedly experienced skin tears with removal of the 3m¿ ioban¿ 2 antimicrobial incise drape, 6650ez. The physician confirmed no patient information is available.